Manufacturer narrative:
(B)(4). The device was received and repaired at the service center. The complaint was confirmed. Further deficiencies were found at the service center following repair of the device. The device was found to be leaky, which has the potential to allow fluid ingress into the internal components of the device. The motor was found to be seized, therefore it was replaced. The resistance values of the keyboard were out of specification, therefore the hand control assembly was replaced. A short circuit was found in the motor cable, therefore the motor cable was replaced. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed no other complaints for this serialized device with the product code that was released to distribution. Since the device was found to be leaky, the possibility of fluid ingress into the device may be a potential root cause for the internal component malfunctions such as the electrical short which then has the potential to cause the motor to seize. However, given the information provided we cannot discern a definitive root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder repair surgical procedure, it was observed that the micro tornado hp w handcontrol device was not working in the first 10 minutes. During service and evaluation, it was determined that the device had a short circuit in the motor cable. There was a delay of 30 to 45 minutes in the surgical procedure. A spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.